Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer reports that the catheter was placed in (B)(6) 2012. On (B)(6) 2012, the blood circuit filled with air. The line was connected reversed, as it usually is for this pt. They were unable to clear the lines of blood and the pt lost the blood that was in the circuit. On (B)(6) 2013, there were no issues with the line. On (B)(6) 2013, it was difficult to access the pt's blood and once the blood was pulled from the venous side there were many tiny air bubbles. The line was closely assessed and no obvious holes were readily identified, there continued to be air in the line. The pt did not receive dialysis that day and was set for a line exchange on (B)(6) 2013. There were 2 holes in the line. One on the venous side located on the pt side of the hub. There was another hole on the arterial side, on the pt side of the cuff.

Manufacturer narrative:
Submit date: 04/03/2013. An investigation is currently underway. Upon completion, the results will be forwarded.